Event description:
It was reported that the physician requested episode review of slow ventricular tachycardia (vt) and atrial tachycardia (at). It was noted that the rate cutoff was programmed to 110 bpm. Upon review it was found that anti tachycardia pacing (atp) therapy accelerated the arrythmia into the vt zone. Shock therapy was then delivered as either the v >a or the rate was still in the vt-1 zone and redetection criteria was met for additional therapy to be delivered. Therapy was exhausted in the vt-1 zone and the patient was to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered two 41 joule shocks. Following the first shock the patient's rhythm deteriorated into a ventricular fibrillation. The second shock successfully converted the rhythm. Review of a subsequent episode was requested. The patient received another shock, and the physician was concerned that the rhythm was some sort of retrograde rhythm from the device. A boston scientific technical services consultant confirmed the episode was all intrinsic conduction and not retrograde. Additionally, there was some functional under sensing due to the vt-1 rate and some sensor driven pacing which also did not contribute to the rhythm in this event. The consultant stated that lowering the rhythmmatch threshold could be considered which would provide more beats to be declared correlated which should allow therapy to be withheld for longer. The caller will discuss the clinical observations with the patient's physician. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.